Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set was partially kinked when used as an IV line with a pump. The device was primed properly with no issues noted. There was subsequently an under-infusion of medication. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The flow rate was 275 ml/hr. The fill volume was 550 ml. The duration of therapy was 2 hours. The drug being infused was oxaliplatin. Should additional relevant information become available, a supplemental report will be submitted.